Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem 'not passing occlusion test' was not reproduced. The device was tested for both upstream and downstream occlusion detection and passed. A review of the event history log confirmed both 'upstream occlusion' and 'downstream occlusion' alarms; however, the log cannot be used to determine testing failures. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported issue was verified through causality as the force sensor calibration was found higher than the intended range which is a known contributor to false downstream occlusion alarms. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not pass occlusion testing in the biomedical service department. There was no patient involvement. No additional information is available.